Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide, "with insulin vial upright, insert needle into vial. Inject air from syringe into vial. Maintain pressure on syringe plunger. With needle still inserted into vial, turn vial and syringe upside down. Release syringe plunger. Insulin will begin to flow from the vial into the syringe. Slowly pull back the plunger to the desired amount of insulin."

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 300 units of insulin during the load sequence. Reportedly, customer loaded cold insulin into the cartridge and used insulin pens to load the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 72 mg/dl.